Event description:
A (B)(6) female who underwent a vaginal hysterectomy, cystocepe repair and midurethral sling in 2003 with placement of mesh in the anterior compartment. She developed erosions of the mesh.